Event description:
The facility representative reported a flogard infusion pump with a 27 failure code. This event was reported to have occurred during power up in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation:the customer reported problem of f-27 was confirmed during device evaluation. The cause of the problem was loose safety clamp sensor connectors. The safety clamp sensor connectors were cleaned and re-soldered to fix the problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.